Event description:
Ems responders identified pt with shortness of breath, possible due to copd/pneumonia. Pt reportedly appeared by her distress level to benefit from CPAP. CPAP failed to hold pressure. Pt was transported to emergency department, respiratory distress and hypotension identified and pt admitted to intensive care unit for f/u care.